Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: there was a call service 078 alarm for a motor rewind error observed in the pump's black box history but was not able to reproduce during investigation. There was evidence of moisture corrosion in the battery compartment. There was further evidence of moisture corrosion on the internal components of the pump. The battery compartment was cracked.